Event description:
The following was reported by the patient: it is alleged that the patient has had unspecified complications since implant of the modified kugel mesh and now will require explant. Contact called davol requesting information about a product she claims was implanted. She would not provide contact information or identify herself. She reports having post op complications since implant of a modified kugel mesh and now requires explant of the device.

Manufacturer narrative:
We are unable to contact the patient, as no contact information was provided. Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. The patient reports unspecified complications following the implant of a modified kugel patch. She indicated that she will require the mesh to be explanted in the future. Currently, medical records have not been provided. A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. With the limited amount of information, no conclusion can be drawn.